Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is a short in the temperature in cable. However this cannot be confirmed. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "warnings ¿ do not use the arctic sun¿ temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun¿ temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade.¿ ¿ when using the arctic sun¿ temperature management system, note that all other thermal conductive systems, such as water blankets, water gels, and patient coverings in use while warming, cooling, or not delivering therapy with the arctic sun¿ temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as temperature can impact drug delivery rate, resulting in possible harm to the patient. ¿ the arctic sun¿ temperature management system is not intended for use in the operating room environment. ¿ protection of mechanical equipment against the effects of the discharge of cardiac defibrillators is dependent upon the use of appropriate cables. Use of temperature cables listed in the system components section of the operator¿s manual is recommended. ¿ portable rf communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 30 cm (12 inches) to any part of the arctic sun¿ temperature management system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. ¿ bd supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyperthermia. Cautions ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ federal law (USA) restricts this device to sale, by or on the order of a physician. ¿ use only sterile water. The use of other fluids will damage the arctic sun¿ temperature management system. ¿ when moving the arctic sun¿ temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. ¿ the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. ¿ the clinician and/or operator is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alarm settings. ¿ manual control is not recommended for patient temperature management. The operator is advised to use the automatic therapy modes (e.g. Control patient, cooling, rewarming) for automatic patient temperature monitoring and control. ¿ the arctic sun¿ temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. ¿ it is recommended to measure patient temperature from a second site to verify patient temperature. Bd recommends the use of a second patient temperature probe connected to arctic sun¿ temperature management system temp in 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. ¿ the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. ¿ patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun¿ temperature management system in stop mode. ¿ carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. ¿ the arctic sun¿ temperature management system is for use only with the arcticgel¿ pads. ¿ the arcticgel¿ pads are only for use with the arctic sun¿ temperature management system. ¿ the arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field." Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse caller had alarm 14 (14 patient temperature 1 probe out of range) patient temperature would not register. Mis suggested caller check that the patient temperature probe registered on the bedside monitor. It was also stated that the nurse were going to try a new cable first. If nurse could not locate one, take the device out of service and send to biomed so they could obtain a new cable.

Event description:
It was reported that the nurse caller had alarm 14 (14 patient temperature 1 probe out of range) patient temperature would not register. Mis suggested caller check that the patient temperature probe registered on the bedside monitor. It was also stated that the nurse were going to try a new cable first. If nurse could not locate one, take the device out of service and send to biomed so they could obtain a new cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.